Event description:
Patient reported that back to back tests performed on ss meter using separate finger sticks were 157, 257 and 320 mg/dl (>20%). No symptoms were reported. Patient did not want to do control test. A replacement meter was sent out. On follow-up, the patient confirmed the above results. Cleaning procedures and control solution usage were reviewed. There was no allegation of harm.